Event description:
The pt stated that there is moisture in the cartridge compartment of her infusion device. She stated that the cartridge compartment does not smell like insulin. She stated that she does not allow her insulin to warm to room temperature before inserting the cartridge into the infusion device. The pt was advised to allow the insulin to warm to room temperature. The pt also stated that she does not attach the infusion tubing to the insulin cartridge before placing the cartridge in the infusion device. The pt was advised per the user's manual to assemble the insulin cartridge, adapter, and infusion tubing prior to insertion into the infusion device. The pt was advised to dry the moisture from the cartridge compartment. No physiological effects were reported. Upon follow up the pt stated that she sees no more signs of moisture in the cartridge compartment. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.